Event description:
User reports bicarbonate running high. Only ranges were provided for three pt samples. Initial results ranged from 33-34 mmol/l, same samples repeated gave 27-29 mmol/l. Initial results were reported. No info provided to determine if results were used to guide therapy. The technical service rep determined there was a problem with the calibrator. The calibrator was replaced.